Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient pre-existing osteophytes were irritated by lifevest equipment. Patient described the area as the weight of the device being painful in the back. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized for an unrelated reason, but there is no indication of medical intervention specifically for the irritation. Reporting out of an abundance of caution. Outcome of the irritation is unknown.